Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: (1) there could have been a power surge to the controller which could have caused the controller not to work or (2) there may have been a loose power connection or interference between other devices. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during unknown procedure utilizing a quantum2 and a brand-new wand, the device won't output an energy without error. The procedure was completed with a competitor device as a back- up. No patient injuries and complications were reported. There was a 20 minutes delay.

Manufacturer narrative:
The returned controller unit, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the reported incident and the returned device. Visual evaluation of the returned q2 controller s/n: (B)(4) show a warranty seal which seems to be untouched and which is in its original condition. There are no manufacturing abnormalities visually observed on the unit. During functional evaluation, the controller was powered up and showed no output. The top cover was removed to investigate the root cause of the no power. The complaint was verified and the root cause was determined to be an electrical component failure.